Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was updated/corrected: 4747 h6: health effect impact code was added: 2199. H6: health effect clinical code was added: 4582. H6: device code was updated/corrected: 2306. H6: tyoe of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. The package was returned for investigation. Visual inspection of the as returned product identified labels/stickers on package and vial placed as manufactured. DHR review was completed for the subject lot number (63630316). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63630316) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor prepared the implantation, then opened the package and it was empty. The distributor confirmed that another implant was placed on the same surgery.